Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: during d/a converter checks when input knob is selected for a value of 0. Adc 9 min and max are out of range (-20: 20) and when the input knob is set to 100 adc 10 min and max are out of range (-20 : 20)

Manufacturer narrative:
D/a converter checks were out of range during preventive maintenance. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. The root cause of the event was deemed to be a defective mother board. After the mother board was replaced, the device was released back into operational use.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: during d/a converter checks when input knob is selected for a value of 0. Adc 9 min and max are out of range (-20: 20) and when the input knob is set to 100 adc 10 min and max are out of range (-20 : 20).